Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records were limited to pathology reports, and the implant op reports for the procedure prior to implant of the "marlex" mesh and the implant of the "marlex" mesh itself. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2001 - patient was diagnosed with menorrhagia, uterine fibroids, stress incontinence, uterine prolapse, cystocele, rectocele, enterocele and underwent a transabdominal hysterectomy, bilat salpingo-oophorectomy, burch urethropexy, primary vaginal enterocele and posterior repair. (B)(6) 2002 - patient was diagnosed with complete vaginal vault prolapse and pelvic adhesions. Patient underwent an abdominal sacrocolpopexy, abdominal enterocele repair and posterior vaginal repair with implant of a 3" x 6 " "marlex" mesh. The patient's legal fact sheet alleges the patient experienced pain, prolapse and scarring.